Manufacturer narrative:
The study of studers p. [1] reports 311 primary thas performed in (B)(4) patients between 1996 and 2000 using a sl-plus stem. It is reported, that in one case the patient had subsidence (implant migration)at 3mm. Despite the migration, the components had the radiographic appearance of being well integrated. The complaint device, used in treatment, was not returned for investigation, hence the product evaluation could not be conducted. A complaint history review was performed. The batch record review could not be performed as the batch number of the device is not known. The severity and the failure mode are covered through our risk management. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. (B)(6). No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode could not be confirmed independently. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is neither possible to investigate whether the reported device met manufacturing specifications upon release for distribution nor to speculate about factors which could have contributed to the reported event. The root cause of the problem stays undetermined. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. This investigation is considered closed. [1]:(B)(6).

Event description:
On the literature article named "ten to fifteen-year clinical and radiographic follow-up with a third-generation cementless stem in a young patient population", it was reported that, after an sl-plus family stem had been implanted on 1 patient, the 1 patient had subsidence at 3mm (combined with a 2 degree valgus tilt). Despite the migration, the components had the radiographic appearance of being well integrated. It was not reported if/how the adverse event was treated.